Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead implanted at the l4 vertebral level eroded through the skin. The lead was removed. The patient's additional leads were left implanted and the patient has therapy.